Event description:
During a pci treatment procedure, the balloon ruptured at ten atms on the first inflation. The lesion being treated was a severely calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good'.